Event description:
A report was received that a patient developed depression. The patient was admitted to the hospital and was evaluated for depression, which was moderate in severity. The patient's medication (quetiapine) dosage was increased. The event was reported to probably be related to the procedure and not related to the device or stimulation.

Event description:
A report was received that a patient developed depression. The patient was admitted to the hospital and was evaluated for depression, which was moderate in severity. The patient's medication (quetiapine) dosage was increased. The event was reported to probably be related to the procedure and not related to the device or stimulation.

Manufacturer narrative:
Update to sections d4 and g1.